Event description:
It was reported that the patient presented to the hospital due to syncope. The ventricular lead was fractured which resulted in intermittent pacing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.